Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 2.5 device for mechanical circulatory support. It was reported while on impella 2.5 support, the patient experienced a retroperitoneal bleed. It was reported that systemic heparin was withheld due to the bleed until the retroperitoneal bleed was stable. It was also reported that on (B)(6) 2021 the clinical staff was unable to locate doppler pulses on the patient's right foot, and as a result of the limb ischemia the impella 2.5 was weaned and explanted the following morning. The patient was successfully weaned and the impella was explanted.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.